Manufacturer narrative:
Evaluation of the returned ace68 revealed that the catheter was kinked and ovalized. If the ace68 is forcefully advanced against resistance, damage such as kinks and ovalization may occur. During decontamination lubricity was confirmed along the catheter shaft. The ace68 was then attempted to be advanced through the returned non-penumbra guide catheter; however, the ace68 could not be advanced through the returned non-penumbra guide catheter due to the ovalization in the guide catheter. The ace68 was advanced through a demonstration neuron max without an issue. Evaluation of the returned non-penumbra guide catheter revealed ovalization along the catheter shaft. This damage likely contributed to the resistance experienced during the procedure and prevented the returned ace68 from being advanced through the guide catheter during the procedure. Penumbra catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), using a penumbra system (B)(4) reperfusion catheter ((B)(4)) and a non-penumbra guide catheter. During the procedure, the physician removed the (B)(4) and guide catheter for flushing. While re-advancing the (B)(4) approximately two-thirds of the way into the guide catheter on the back table, the physician encountered resistance. Therefore, the (B)(4) was no longer used in the procedure. The procedure was completed using a non-penumbra device. There was no report of an adverse effect to the patient.